Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of a heavily scarred common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, resistance was met during device removal. A dilator was inserted into the access ports unlocking the clip delivery tubeset and the thumb advancer enabling them to be retracted proximally, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4): the device was received. Investigation is not complete.